Manufacturer narrative:
Main component of the system and other applicable components are: concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension' product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v568201, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v568201, implanted: (B)(6) 2011, product type lead.

Event description:
It was reported the patient had a coupling problem and they were charging more than expected. When the patient charged the implantable neurostimulator (ins), they could get eight coupling bars, but the ins would not go above the 75th quartile. The ins battery voltage was at 3.830v. The patient was getting good therapy coverage and impedances were measured to be within normal limits. Upon interrogation with the clinician programmer, the typical recharge duration was found to be 0.5 hours every 0.9 days with six coupling bars. The patient's next appointment with their healthcare professional (hcp) was in four months. No interventions or outcome were reported regarding this event. Additional information received reported the patient consistently got 6-8 coupling bars. The implantable neurostimulator (ins) was programmed in continuous mode. The patient was going to charge for a longer period of time or try multiple sessions in one day to see if the ins will get to 100 percent charged. Additional information received reported the patient did not have any concerns with their device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.